Event description:
It was reported that the insulin pump alarmed failed self test. It was also reported that the insulin pump experienced a history anomaly. Customer's blood glucose levels were not included in the report. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the self test due to a faulty connector on the radio frequency circuit board. The insulin pump was unable to communicate with the blood glucose meter due to the alarm. The data could not be transferred due to alarms in the history file for a corrupted history file. The insulin pump had a cracked case at the display window corner and minor scratches on the display window.